Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, the application froze. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application froze. A technical support specialist (tss) noticed that the recent 1.7 remote support services (rss) package update from the day prior had broken the cubex.exe file (missing) and broke the cubexmonitor, among other things. The 1.7 package was read as successful. The tss ran it again and it read successfully but was not. The tss performed various troubleshooting steps - replacing cubnexsystems files, replacing cubexmonitor files, re-doing the application path and running mu (all matched). The tss got the cubex.exe to work and display the correct version, re-input the path.ini settings in the app to resolve the cubexmonitor error. The system functioned as intended after the technical support specialist troubleshot the device.